Event description:
It was reported that a patient underwent plastic surgery on an unknown date and suture was used. When removing the device from the package, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.